Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after an infusion, the nurse was disconnecting the infusion set and it separated near the smartsite where the port meets the male luer. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the set disconnected near the smartsite was confirmed. Visual inspection showed that the pvc tubing was completely detached from the inlet port of the distal/end smartsite. Further inspection of the separated end showed insufficient solvent. Functional testing was deemed unnecessary due to the obvious separation. Dimensional analysis was performed and the tubing was within specification. The root cause was identified as insufficient solvent being applied at the engagement of the tubing.